Manufacturer narrative:
Vyaire medical file identification: (B)(6). A vyaire field service representative(fsr) evaluated the device onsite and replaced the uim but the display still would not come up.the fsr stated that a gde (gas delivery engine) replacement will resolve the issue, and he was given the manufacturing code to retrieve the model string from that unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A vyaire fst (field service technician) reported to vyaire medical that while working on the avea ventilator the uim (user interface module) has been intermittently flickering and now would not turn on at all. There was no patient involvement associated with the reported event.